Event description:
As reported, during a procedure involving placement of a stent within the superficial femoral artery, a flexor balkin guiding sheath unraveled. The device was placed within the left iliac artery. The anatomy was not calcified, tortuous, or scarred. The right superficial femoral artery was reportedly totally occluded. Resistance was not encountered upon insertion or removal of the sheath; however, per the reporter, the sheath felt like it kinked when a catheter was passed through the device the first time. The physician pulled and pushed and gained maneuverability; however, the sheath would still get "hung up". When the procedure was completed, the physician removed the sheath without the dilator in place. A fine piece of wire was noted to be hanging from the tip of the sheath after it was removed from the patient. The nurse stretched the wire/filament and it broke off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient age: 90's. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: as originally reported, during a procedure involving placement of a stent within the superficial femoral artery, a flexor balkin guiding sheath unraveled. The device was placed within the left iliac artery. The anatomy was not calcified, tortuous, or scarred. The right superficial femoral artery was reportedly totally occluded. Resistance was not encountered upon insertion or removal of the sheath; however, per the reporter, the sheath felt like it kinked when a catheter was passed through the device the first time. The physician pulled and pushed and gained maneuverability; however, the sheath would still get "hung up". When the procedure was completed, the physician removed the sheath without the dilator in place. A fine piece of wire was noted to be hanging from the tip of the sheath after it was removed from the patient. The nurse stretched the wire/filament, and it broke off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and investigation of the device, the sheath was not unraveled. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. There was no wire hanging from the sheath. The coil was present and intact. The hub was disassembled and there were no signs of delamination. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU cautions, ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage. When inserting, manipulating or withdrawal a device through the sheath, always maintain sheath position.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.